Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). The patient reported that the cannula was detached from infusion set as it came out of the plastic connector while the patient was working (implied to a lot of physical activity). The patient stated that the tape was still attached to the skin but not the cannula. The site location was patient's hip as the patient could not use his abdomen since he had been diabetic for so long and the pump was in his pocket. Reportedly, the infusions were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.